Event description:
It was reported on 02-may-2026 that the patient was hospitalized on (B)(6) 2026. At time of hospitalization, blood glucose level was 486 mg/dl. The patient was treated with fluid through intravenous drip. The length of hospitalization was less than 24 hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.